Event description:
Philips received a complaint by the customer on the v60 indicating that the device has touchscreen issues, not responding to touch. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer is requesting onsite service to have device repaired. The investigation is ongoing.

Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and tried troubleshooting by calibrating the touchscreen according to the service manual, but it stayed unresponsive. Later on, the fse identified the problem as originating from the touchscreen. The fse replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.